Event description:
It was reported the patient's blood glucose rose to 259 mg/dl. The pod was worn on the patient's leg for between 36 and 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The soft cannula was observed to be flattened. It is unknown how or when this damage to the soft cannula occurred. The downloaded data does not show any timeouts or drive stalls. It cannot be conclusively determined when this damaged occurred or if it impacted insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.